Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "sterile plastic container stuck to the outside non-sterile plastic container".

Event description:
Company representative reported on behalf of healthcare professional "had an issue while opening. The inside, sterile plastic container stuck to the outside non-sterile plastic container" and that they "were able to remove the implant using sterile technique but the sterile container was unable to be removed". The implant was used. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Clarification: this record it to capture the issue with the thermoform and the breast implant device will not be returned at this time as it was implanted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: not observed issue opening the thermoform. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Company representative reported on behalf of healthcare professional "had an issue while opening. The inside, sterile plastic container stuck to the outside non-sterile plastic container" and that they "were able to remove the implant using sterile technique but the sterile container was unable to be removed". The implant was used. This record is for an unknown side. Device remains implanted.